Event description:
The customer reported that the audible alarm tone sounded low compared to normal. The nellcor puritan-bennett customer support engineer (npb cse) verified the alarm tone was low. The npb cse inspected the device and replaced the audible alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.